Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use on a patient the device began to alarm loudly and then turned off. A white screen was seen, and the ventilator lit up with a red alarm. There were no health consequences for the patient reported.

Event description:
It was reported that during use on a patient the device began to alarm loudly and then turned off. A white screen was seen, and the ventilator lit up with a red alarm. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the device performed a restart caused by an unexpected crash of the software task processing and a program counter which became invalid for an unknown reason. The printed circuit board used as the central processing unit to control and monitor the device was replaced by the dräger service and sent in for detailed examination. The replaced part was undergoing a functional test and a stress test in an independent laboratory device. These tests revealed no deviation from the specification. A restart of the device could not be reproduced during the stress test. Consequently, the root cause of the device restart could not be finally clarified. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the inspiratory valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated secondary acoustic alarm (piezo speaker of the ventilation unit). Single restart sequence of the ventilation unit takes up to 8 seconds until evita v800 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the secondary acoustic alarm ceases automatically. The device reacted as specified to a detected deviation and initiated a device restart. Ventilation was successfully recovered after the restart was completed. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.